Event description:
Clinical study. Same case as 2134265-2009-04694. It was reported that following a coronary artery stenting procedure, the pt experienced cardiac failure. Lesion 1 was a 2.5mm, 99% stenosed, 15.0mm long portion of the mid left anterior descending (mid lad). The physician treated the lesion with pre-dilatation with a 2.25-14mm balloon (6atms), and successful placement of a taxus express2 2.5x16mm study stent at (10 atm). Post-dilation was performed with the taxus balloon (14atms). Ivus was performed and confirmed the stent was implanted properly. Residual stenosis in the lesion became 0%. Timi flow improved from 2 to 3. Lesion 2 was a 3.0mm, 75% stenosed, 20.0 mm long portion of the distal left circumflex (dist lcx). Pre-dilatation was performed with a 2.25 x 14mm balloon (8 atms), and successful placement of a taxus express2 3.0x20mm study stent at (12 arm). Post-dilatation was performed with a 3.5x12mm balloon (18 atms). Ivus was performed and confirmed the stent was implanted properly. Residual stenosis in the lesion became 0%. Timi flow 3. The pt was discharged five days later on palvix and aspirin. Thirty six days after the index procedure, cardiac failure was confirmed. For treatment, the pt was admitted to the hosp and medication (diuretics) were administered. The heart failure subsided. Ninety five days after the index procedure, the pt was readmitted when the pt again experienced cardiac failure. Angiography confirmed the distal lcx was 90% stenosis, blood vessel diameter 2.5mm, length 15.0 mm. Ballooning was performed, residual stenosis became 25%. Timi flow 3. The physician implanted a cardioverter-defibrillator (ild). The pt's condition became better he was discharged. Twenty four days later the pt was admitted to the hosp. Cardiac failure was confirmed. No further treatment has been performed. The pt was discharged the next day.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The batch number is unk, therefore, a review of the manufacturing documentation could not be performed. The investigation will be assigned the most probable root cause classification of anticipated procedural complication.